Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a retrograde kidney stone lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was a delay with the image displayed on the monitor and the visibility of the scope became worse due to bleeding. The physician decided to stopped the procedure. Reportedly, the bleeding was caused by usual lasering and not by the image latency issue. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.